Event description:
Reportedly, when the pacemaker was interrogated during a regular follow-up performed on (B)(6) 2015, a message was displayed stating the standby-mode (back-up mode). The message was acknowledged by the user but the interrogation was not completed for about 20 seconds. The programmer head was removed from the pocket area, and this session was closed by clicking the end button. The pacemaker was re-interrogated, and interrogation was completed at this time. The parameters were re-programmed to the original settings (before switching in standby mode).

Manufacturer narrative:
During a routine follow-up performed on (B)(4) 2015, the device was found in standby mode again. Further investigation was performed for the subject device.

Event description:
Reportedly, when the pacemaker was interrogated during a regular follow-up performed on (B)(6) 2015, a message was displayed stating the standby-mode (back-up mode). The message was acknowledged by the user but the interrogation was not completed for about 20 seconds. The programmer head was removed from the pocket area, and this session was closed by clicking the end button. The pacemaker was re-interrogated, and interrogation was completed at this time. The parameters were re-programmed to the original settings (before switching in standby mode).

Event description:
Reportedly, when the pacemaker was interrogated during a regular follow-up performed on (B)(6) 2015, a message was displayed stating the standby-mode (back-up mode). The message was acknowledged by the user but the interrogation was not completed for about 20 seconds. The programmer head was removed from the pocket area, and this session was closed by clicking the end button. The pacemaker was re-interrogated, and interrogation was completed at this time. The parameters were re-programmed to the original settings (before switching in standby mode).

Event description:
Reportedly, when the pacemaker was interrogated during a regular follow-up performed on (B)(6) 2015, a message was displayed stating the standby-mode (back-up mode). The message was acknowledged by the user but the interrogation was not completed for about 20 seconds. The programmer head was removed from the pocket area, and this session was closed by clicking the end button. The pacemaker was re-interrogated, and interrogation was completed at this time. The parameters were re-programmed to the original settings (before switching in standby mode).

Event description:
Reportedly, when the pacemaker was interrogated during a regular follow-up performed on (B)(6) 2015, a message was displayed stating the standby-mode (back-up mode). The message was acknowledged by the user but the interrogation was not completed for about 20 seconds. The programmer head was removed from the pocket area, and this session was closed by clicking the end button. The pacemaker was re-interrogated, and interrogation was completed at this time. The parameters were re-programmed to the original settings (before switching in standby mode).

Manufacturer narrative:
The device was explanted on (B)(6) 2015. Preliminary analysis showed device operation was within specifications.